Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy procedure,the first firing was successful. At the second firing of bronchus resection, the surgeon operated the device very carefully, however he could not squeeze the handle. The tissue was located in b6 section ,and it was not hard. The procedure was completed with another device. There was no patient injury.